Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with pacemaker fell and an episode was recorded. The fall was believed to have caused the device to malfunction. Boston scientific technical services (ts) referred to the physician. An attempt to obtain additional information was unsuccessful. Remains in service. No adverse patient effects were reported.